Event description:
A paramedic contacted customer service regarding her facility's contour meter. A pt was tested using the contour and the reading was 400 mg/dl. The pt's glucose was tested using another meter and that reading was 130 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The caller declined to troubleshoot. No product will be returned at this time. The meter was replaced at the caller's insistence.